Manufacturer narrative:
The full patient identifier was (B)(6) which would not fit in the field due to character limitations. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. An imaging spin of the demo model transferred to the navigation system without issue. The accuracy on all of the vertebral bodies of the model were tested and found to be accurate. The system performed as intended and the reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that the surgeon felt 2 mm inaccurate in the anterior/posterior direction on the spinous process and 3 mm inaccurate medially on the pedicle. This inaccuracy was noticed right after the spin was taken. The frame was placed on l3 and the surgeon navigated from l4 to iliac. The frame reportedly did not move. The surgeon took a second spin with a different reference frame and it was accurate. The surgeon completed the spine surgery with the use of navigation. There was no impact to the outcome of the patient.